Event description:
It was reported that the system failed in the system checkout in the pressure transducer test. Also other sub tests during system checkout failed. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on-site and the reported failure was reproduced. The reflector pressure transducer pcb was found faulty and it was replaced. The reflector pressure transducer pcb was retained by the customer and not returned for investigation. The system device logs were received for evaluation. The evaluation of the received system logs confirms the reported system checkout failure. The system checkout failed in several sub tests including the pressure transducer test. The pressure transducer test failed due to the measured zero pressure offset for the reflector pressure transducer pcb having been out of range; the measured zero pressure offset was 9.99 volt. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout the zero-pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The other sub tests failed due to the pressure transducer pcb failure. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by the replaced reflector pressure transducer pcb. The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.